Event description:
The reagent will come out of the dex system but after inoculation with either blood or control solution the system will not count down. A system that does not count down will not display a result. While on the phone a review of the system was conducted. The customer was using dex reagent lot number 1a2055aa with an expir date of 11/03. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.